Event description:
It was reported to baxter, through a voluntary medwatch submitted to the FDA by the facility, that a colleague infusion pump over-delivered during an infusion on a female patient. The intended therapy was a secondary infusion of an anti-biotic, at a rate of 200ml/hr, to be followed by a primary infusion of lactated ringer's solution, at a rate of 200ml/hr. However, after the secondary infusion was complete, the pump's primary infusion rate spontaneously jumped to 999ml/hr. This condition was noticed first by the patient, who reported to the nurse that the pump sounded like "running water". The nurse stopped the infusion, swapped the pump out, and continued the infusion on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is unknown.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of an over-delivery could not be confirmed nor could an assignable cause be provided. Should the device and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).